Event description:
The patient expired. The cause of death was not reported. It was unknown if the patient's death was related to the implanted devices. Additional information has been requested, a follow-up report will be sent if additional information becomes available.